Event description:
It was reported the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include headaches and large ketones. The patient experienced skin irritation and pain from the infusion site (abdomen) when the pod was removed. Blood tests were ran and a manual injection of insulin was administered at the hospital for treatment. The patient was released two hours after arrival.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.